Event description:
It was reported the device and lead were explanted and replaced due to oversensing. After replacing the lead, oversensing was still observed with the new lead, so the device was also replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. No anomalies found; proximal segment returned. It was reported the device and lead were explanted and replaced due to oversensing. After replacing the lead, oversensing was still observed with the new lead, so the device was also replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated oversensing.